Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise. The patient was brought into the clinic for additional testing. The mechanical noise was easily reproduced on the secondary and alternate vectors, thorough provocative maneuvers were completed and no noise was reproduced on the primary vector. Impedance measurements are stable. An x-ray image was completed. At this time, x-ray images where reviewed, and showed proper connections. A request was made to have data from this device analyzed. Rhythmcare advised following patient closely. This system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise. The patient was brought into the clinic for additional testing. The mechanical noise was easily reproduced on the secondary and alternate vectors, thorough provocative maneuvers were completed and no noise was reproduced on the primary vector. Impedance measurements are stable. An x-ray image was completed. At this time, x-ray images where reviewed, and showed proper connections. A request was made to have data from this device analyzed. Rhythmcare advised following patient closely. This system remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted. Prior to explant, x-ray imaging revealed a 90 degree bend at the connector site, and a suspected damage to the coil during extraction procedure. A new electrode was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The explanted electrode is expected to be returned for product analysis.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Manufacturer narrative:
This report is being submitted to update b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body at approx. 55mm from terminal end. A fractured sense a and b conductor located approx. 55 mm from the terminal end, and shocking coils stretched out at proximal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. The investigation concluded cause traced to device design, due to design issues when the field report indicates the damage occurred during normal use. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of noise was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise. The patient was brought into the clinic for additional testing. The mechanical noise was easily reproduced on the secondary and alternate vectors, thorough provocative maneuvers were completed and no noise was reproduced on the primary vector. Impedance measurements are stable. An x-ray image was completed. At this time, x-ray images where reviewed, and showed proper connections. A request was made to have data from this device analyzed. Rhythmcare advised following patient closely. This system remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted. Prior to explant, x-ray imaging revealed a 90 degree bend at the connector site, and a suspected damage to the coil during extraction procedure. A new electrode was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The explanted electrode is expected to be returned for product analysis. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. Product analysis complete.